Event description:
This event occurred at the end of a left atrial electrophysiology study. The patients systolic blood presure dropped when 2 - 10 french sheaths were removed from the left atrium. An emergency pericardiocentesis drained 750cc fluid from the patient. The patients blood pressure returned to normal and the patient was admitted to the ICU in stable condition. The physician does not have an opinion as to which device had caused or contributed to the event.